Event description:
Pt seen in ER approx 2 weeks prior to admission to health ctr due to sudden severe pain left leg. Had total hip replacement approx 14 years ago and has had pain on and off for last 2 years. Found to have broken wires in the greater trochanter. X-rays taken showed evidence of deterioration of the acetabulum with prosthetic loosening aroung the cement.